Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. Post-implant balloon aortic valvuloplasty (bav) was performed. Cardiac arrest occurred and the patient was resuscitated. A second valve was successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.